Manufacturer narrative:
Product analysis results: visual and optical examination identified that the hex edges of the torque limiting driver hex edges are becoming worn from what appears to be repeated normal use. Functional test revealed that the handle still functions as intended. This is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at l2-s1. There was an extension and decompression from t10 to pelvis. Intra op, it was noticed the driver stripped during final tightening of a crosslink. The procedure was completed with a new one. There were no symptoms or complications to the patient as a result of this event.